Event description:
Patient is a plasma donor at (B)(6) in (B)(6). Patient states she experienced vein infiltration from an improper needle stick from one of the technicians. During the pre-screening process, patient was flagged for a visual evaluation of her vein due to a bruise and skin discoloration. After she pass the evaluation, she proceeded to the blood donation area. Here the patient's left arm was connected to a plasmapheresis machine. Another technician performed the needle stick. Because of the improper stick, the machine pressure to draw the blood increased causing severe pain to the left arm. After 15 minutes, her skin began to bubble-up with saline (the return fluid). When the time to donate elapsed, she spoke with brooklyn the manager on duty who agreed that a peculiar event happened. Patient went to see dr. (B)(6) three days later who confirmed the diagnosis of vein infiltration. Patient states she has no pre-existing conditions besides anxiety which she takes valium for.